Event description:
Surgeon was using the ethicon harmonic ace (B)(4) to cut through the peritoneum to excise the cervix. The vcare std vaginal-cervical (manipulator) retractor-elevator was in place. The harmonic went through the tissue by the manipulator and the end of the manipulator melted some. We removed the manipulator and the piece which melted off and continued with the surgery.